Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08745 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device also passed back light check. No back light anomaly noted during testing. No rewind anomaly, drive or motor anomaly or motor noise anomaly noted during testing. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic the user alleged the insulin pump was under delivering insulin. Customer was delivering a bolus but their blood glucose did not come down. The user experienced high blood glucose which was treated with the insulin pump and sometimes they had to change the set to resolve the issue. The customer also reported that the rewinds were louder and slower. The backlight was dimmer. The drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis and the reservoir will not be returned for analysis.